Manufacturer narrative:
(B)(4). The actual device was not returned; however, a photograph was received for evaluation. The photograph showed evidence of rupture on the bladder. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause could not be determined. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a small volume folfusor burst during filling. The pump was filled with 5fu. There was no patient involvement. No additional information is available.